Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The customer reported that arm 2 was very stiff and sluggish, and there was some resistance while the operating room (or) staff was trying to insert the scope/camera. This was thought to be related to the universal surgical manipulator (usm) #2. Due to the event, the procedure was delayed for unspecified amount of time and small bleeding in the bowel was reported. The estimated blood loss and intervention(s) done is unknown. The tse reviewed the system logs and did not find any errors related to usm #2. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication (i.e. Small bleed) cannot be determined although the customer reported issue contributed to a long delay. In addition, the blood loss volume and what medical intervention was rendered due to the bleed is unknown. An isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse replaced usm #2 to correct the reported problem of arm stiffness. The system was tested and verified as ready for use. Isi has received the usm (part number 380647-22). The reported complaint was confirmed and reproduced during evaluation. The unit was tested on an in-house system and failed normal mode. The unit was also tested on a pftp (patient side cart fixture test platform) and passed lissajous and sine cycle; however, failed the insertion friction test. The carriage top plate was found with damages that would contribute to the engagement problems reported. The insertion ballscrew and the carriage top plate were recommended to be replaced. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy procedure, arm 2 was reportedly very stiff and sluggish. The customer also experienced some resistance with the arm while inserting a scope/camera. As a result, the procedure was delayed for unspecified amount of time and small bleeding in the bowel was reported. It is unknown what medical intervention, if any, was rendered due to the bleeding.

Manufacturer narrative:
On (B)(6) 2022, intuitive surgical, inc. (Isi) received FDA voluntary report #mw5113049 with the following event description: ¿the intuitive da vinci robot had a malfunction. Controls for the robot spontaneously worked opposite sides. The right worked the left and the left worked the right. Images were inverted. Company rep was contacted and could see the situation via remote viewing. The instructions given to the surgeon was to retrieve the robotic arm and simply reboot the system. A mesenteric vein was inadvertently lacerated while the surgeon attempted to ¿back out¿ the robotic arm. The robot then worked as it should, and the surgeon resumed use of the robot and finished the procedure without any sequelae.¿